Event description:
Customer reported receiving an adc meter reading of 489mg/dl that was higher than he felt and dosed with "too much" insulin and experienced symptoms sweatiness and shakiness. Customer then reported losing consciousness. Paramedics were called and treated customer with an IV (solution unknown) and he was transported to a local hospital. Customer then reported obtaining an adc meter reading of 176mg/dl compared to an hcp meter reading of 133mg/dl obtained within 10 minutes; however, this is not a valid method of comparison. Customer was diagnosed with hypoglycemia and also given food at the hospital. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is a final report. The product was returned, investigated and the complaint was not confirmed. The reading of 489mg/dl and 176mg/dl were found in the meter's memory log on the day of the reported medical event.